Event description:
While using sheath standard turp, standard loop, 15 mins into procedure, distal tip of sheath broke off cleanly in patient's bladder. Dr attempted to use laser to break up beak & was unsuccessful. Had to create 2nd procedure & do a superpubic incision-2nd surgeon called in to assist. Laparoscopic instrument used to retrieve beak-beak was broken in 3 pieces, however removal was successful.